Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of dissection is listed in the xience prime everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined; there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.

Event description:
It was reported that during an interventional stenting procedure in a 100% stenosed, heavily calcified mid right coronary artery, pre-dilatation was performed. The xience prime 2.75 x 12 mm device was implanted. After the deployment of the stent there was a dissection at the distal edge of the stent. A xience prime 3.0 x 33 mm stent was used to treat and resolve the dissection. There was no clinically significant delay in the procedure. There was no prolonged hospitalization due to the dissection or reported adverse patient sequela. There was no additional information provided.